Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported the patient experienced septic shock. Pharmacological intervention was administered however the patient was deceased five days post implant. It was noted electrocardiogram (ECG) confirmed the leadless implantable pulse generator (ipg) was performing as expected.